Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 stapler misfired, resulting in bleeding. The target tissue involved was the pulmonary vein. No additional details were provided. The following information is unknown: the cause of the bleeding, specific details of the stapling misfire, the estimated blood loss associated with the bleeding, and what surgical/medical intervention (if any) was rendered due to the complication. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Manufacturer narrative:
Updated sections: h2, h6, and h11. Additional information: intuitive surgical, inc. (Isi) received the following additional information regarding the reported event: the sureform 45 stapler instrument was inspected prior to use, with no unusual findings observed. There were no obstructions present, no buttress material used, and the stapler was not fired over an existing staple line. The target tissue was not calcified, showed no bunching or tension, and had not been exposed to chemotherapy or radiation treatment. No exposed blade was noted, and there were no errors or alarms reported. To address the issue, a new staple line was created using a backup stapler. The procedure was completed robotically. The estimated blood loss was 20 milliliters; no blood transfusion was required, and no postoperative complications were associated with the event. There was no further product information available and the device will not be returned for evaluation.

Event description:
Refer to h11 for follow-up information.